Event description:
It was reported that the unspecified bd ¿ intima ii catheter's safety mechanism was not working properly. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was preparing to infuse the patient in the ward, the indwelling needle was blunt when inserted, and the patient felt very painful, and it was difficult to withdraw the needle core after seeing blood.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd ¿ intima ii catheter's safety mechanism was not working properly. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was preparing to infuse the patient in the ward, the indwelling needle was blunt when inserted, and the patient felt very painful, and it was difficult to withdraw the needle core after seeing blood.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.